Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored and programmed with a 2.0 unit basal rate with the test reservoir, including the test infusion set inside the reservoir compartment and the units left on the test reservoir matched properly to the units left in the pump status screen. No basal anomaly or unexpected pump suspend mode was noted. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of having high blood glucose of 594 mg/dl. Troubleshooting found that the pump alarmed suspended the basal delivery and customer did not program the pump to do so. Troubleshooting assisted customer with the pump and advised customer to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.